Event description:
The patient contracted lfs alleging that pt one otuch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 13.2 mmol/l, 7.8 mmol/l, and 9.2 mmool/l with a lifescan meter, performed within 10 minutes of each other. The pt visited the pharmacy and was referred to lfs. The pt neither alleged harm nor experienced injury or medical intervention. Pt's meter was replaced.